Event description:
Customer called to report the insulin pump alarmed for button error while she was outside on the lawn. Blood glucose reading was 115 mg/dl. The customer had been sweating prior to the alarm. Advised that the insulin pump will be replaced. Customer had a backup insulin pump. Assisted with programming the backup insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.